Event description:
Patient with painful right metal-on-metal tha (total hip arthroplasty), placed approximately four years ago, initially with a pain-free interval. He underwent r hip aspiration this past fall, given concern for infection. Information was received from microbiology reporting possible gram positive cocci on preliminary.what was the original intended procedure?right revision total hip arthroplasty.